Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3888-45, lot# v184882 , implanted: (B)(6) 2009, product type: lead. Product ID: 37082-20, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3888-45, lot# v191582, implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, lot# v177008005, implanted: (B)(6) 2009, product type: lead.

Event description:
A health care professional (hcp) reported seeing a patient who had a spinal cord stimulator placed at another practice for failed back syndrome (5 years ago). About 6 months ago, he began experiencing recurrent pain and paresthesia though neurologically intact. A CT scan was done and it appeared that the epidural leads have a subdural/intrathecal location. The hcp was trying to determine the best course of action to remove the system, as that carries significant risks, or the laminotomy placement of a paddle lead leaving the intrathecal lead in place.

Event description:
Additional information received from the hcp reported a CT scan demonstrated lead migration, no product issues were noted, and the c onsumer was to be referred to another surgeon.